Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. During the review of x-rays it was noticed that a locking cap was displaced. A new locking cap was inserted without issue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the submitted article have been checked. It was found that these correspond to the drawings and the ao / asif specifications. The inspection of the raw material test certificate and the production documents has revealed that differences in material analysis, tensile strength, structural stability and the production were observed. The values correspond to the ao / asif specifications and international standards (iso 5832-11). On visual inspection no visible damage is found. The cause of the failure (loosening the cap) can not be clearly established. No product fault was found.